Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. The patient experienced inaccurate cgm values which occurred on an unspecified day after the sensor was inserted into the arm. On (B)(6) 2024, the patient was experiencing dizziness and lightheadedness while driving. The patient¿s symptoms lead him to pull over when he eventually ¿blacked out.¿ the patient believes his cgm was reading 127 mg/dl, but no bg meter comparison was taken (however, the patient was alleging an inaccuracy). The patient¿s wife was with him, and she called an ambulance. Once the ambulance arrived, the patient was given an unspecified IV and was transported to the emergency room (ER). At the ER, the patient was treated with unspecified IV medication. After being treated with unspecified medication, the patient stated his bg meter reading was 108 mg/dl, but the cgm comparison value could not be recalled. The patient was discharged home two days later. The patient was in good condition at the time of the report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.